Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, the surgeon noted metal shavings emanating from an fms nextra cutter blade and falling into the joint space. It is not known if the debris was removed from the body or not, however, the procedure was concluded successfully without further issue or harm to the pt.